Event description:
It was reported that a patient complained of chest pain, heart and body vibrations, shortness of breath, tiredness, dizziness, vertigo, and general discomfort as a result of their pacemaker. The patient was hospitalized on (B)(6) 2022, where it was determined that it was working as intended and there were no issues with device functionality. The cause of the patient's issues could not be determined. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout.